Event description:
In 2009, the lay user/pt's daughter contacted lifescan (lfs), alleging that the pt's one touch ultra meter displaying a battery indicator. The medical surveillance specialist (mss) spoke with the reporter on 05/13/2009, and obtained the following info. The pt's daughter reported that the alleged issue began the month prior. As a result of the issue, the pt was unable to test her blood glucose; however, continued to take her usual dose of humulin insulin (set amount) every morning. Approx. 10 days after the issue began, the reporter stated that the pt developed symptoms of sweating, disorientation, and impaired vision. At the onset of these symptoms, the pt immediately treated self with food and/or drink and felt better afterwards. At the time of troubleshooting, the customer care advocate noted no known trauma to the subject meter and that the battery had been replaced, as recommended in the owner's booklet. Replacement products were sent to the pt. This complaint is being reported, because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.